Manufacturer narrative:
Product event summary:visual analysis shows that there is a small dent on the front of the implantable cardioverter defibrillator (ICD), the left ventricular (lv) grommet is damaged, and right ventricular (rv) grommet is damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 419588 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the physician was unable to get the implantable cardioverter defibrillator (ICD) setscrew to hold a lead in place. The device was explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.